Event description:
It was reported to resmed (B)(4) that a system fault was observed on an astral device indicating that the outlet pressure measurement may be incorrect. There was no pt injury reported as a result of this incident. MFR # 3004604967-2015-00016.